Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. (B)(4). Alternative report identification number: (B)(4). Device evaluation: product testing could not be performed as the product was discarded. The consumer¿s reported event could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after using complete multi-purpose solution to clean her contact lenses the consumer experienced redness and irritation in her eyes. The doctor prescribed antibiotics and the redness and irritation have gone away. Additional information was provided. This was the first time the consumer used this product. She doesn¿t know what the name of the drops were, but she had to use them for seven days. At the time of the report the consumer planned to use them until they ran out. Her optometrist said it was an allergic reaction. At the same time the complete was being used the consumer also used eye drops for pressure behind the eye. When the issue was reported there were less symptoms than at first. But it is ongoing with tearing and eye fatigue. She was given blink drops for redness at night by the optometrist which is not working. Symptoms are not affecting daily life activities. Patient has a history of pressure behind eyes and wears soft contact lenses. She has been a contact lens wearer for 20+ years. She allowed the lenses to soak for at least six hours. When asked if she rub and rinses her lenses she responded for this product it does not say to do that on the directions for use which she finds not clear. Consumer also noted that the optometrist said that the elevated concentration of hydrogen peroxide and/or other chemicals in the complete solution might be the cause of her symptoms. Also consumer was rubbing the eyes when wearing contacts. During her last visit the optometrist mentioned that they will call in to report this event. The product was discarded.